Manufacturer narrative:
One used.tego® connector was received for evaluation, the seal was observed to be torn and collapsed. The reported complaint of the dislodged plastic could be confirmed. The returned sample was observed to have a collapsed seal. The probable cause of resistance during hemodialysis disconnection is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. A DHR lot # review could not be conducted because no lot number(s) was/were identified.

Event description:
It was reported that with regards to a tego® connector that the connector was visibly faulty prior to connection, inside the plastic it was dislodged. There was patient involvement, and no harm reported.